Event description:
It was reported that upon interrogation, a message said to contact sjm employee or restart with reprogramming. The doctor chose to restart and reprogram the device. The tachy therapy was turned off when it was reinterrogated. This issue was resolved by reprogramming the device.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.